Event description:
Concerns of tss [toxic shock syndrome] . Loss of vision [blindness]. Loss of hearing [deafness]. Neurological symptoms [neurological symptom]. The string was defective; short and tucked into the tampon [device issue]. Tampon was in place for 1 week before she realized it [foreign body in reproductive tract]. Dizziness; lightheadedness; felt faint [dizziness]. Confusion [confusional state]. Disorientation [disorientation]. Adhd [attention deficit hyperactivity disorder]. Bacterial vaginosis (whitsh, milky, and foul smelling discharge) [bacterial vaginosis]. Yeast infection [vulvovaginal mycotic infection] . She feels icky [feeling abnormal]. Barely remembers things [memory impairment] . Can barely get things done [performance status decreased]. Having problems with her coordination [coordination abnormal] . Case narrative: on 13-dec-2021, a spontaneous report was received from a consumer regarding a female of unreported age who was using playtex gentle glide (unscented) tampons (tampon, menstrual, unscented). Medical history included ptsd (post-traumatic stress disorder), unspecified addiction cravings, and sexual impulses. Concomitant products were not reported. On an unspecified date, the consumer started use of playtex gentle glide (unscented) tampons. On an unspecified date in (B)(6) 2021, the last day of her period, the consumer inserted the product, and the string was defective, short, and tucked into the tampon itself. She did not feel the product and forgot it. The tampon was in place for 1 week, and on an unspecified date in (B)(6) 2021 (also reported as "2 days ago," relative to (B)(6) 2021), the product fell out on its own. Once the tampon came out, "the string was short." Subsequently, on (B)(6) 2021, the consumer began to experience "physical and mental health problems" and sought medical advice over the phone. She was prescribed clindamycin. She was advised to go to urgent care but was also advised the urgent care center would not be covered by her health insurance. She experienced escalated symptoms of loss of vision and loss of hearing and was advised by her insurance to go to ER (emergency room). On (B)(6) 2021, she went to ER and was diagnosed with retained tampon and adhd (attention deficit hyperactivity disorder). She experienced confusion, disorientation, unspecified neurological symptoms, dizziness, lightheadedness, and felt faint. She was recommended to continue with clindamycin, "because she had all the symptoms of tss except for the fever and rash" and was advised to follow up with her hcp (healthcare provider) on (B)(6) 2021. On (B)(6) 2021, she saw her hcp "due to concerns of tss" (toxic shock syndrome). On (B)(6) 2021, she was seen by an ob-gyn (obstetrician-gynecologist) and was diagnosed with bacterial vaginosis and yeast infection. She was prescribed fluconazole 150 mg and metronidazole 500 mg. On (B)(6) 2021, the consumer felt "icky," she barely remembered things, could barely get things done, and was having problems with her coordination. On (B)(6) 2022, the consumer was recovering slowly from her neurological symptoms. As of (B)(6) 2022, the statuses of product use, adhd, loss of vision, loss of hearing, confusion, disorientation, dizziness, lightheadedness, feeling faint, and concerns of tss were not reported. The statuses of bacterial vaginosis and yeast infection were ongoing, as the consumer was still experiencing a whitish, milky, and foul smelling discharge. Additionally, the statuses of feeling icky, barely remembering things, barely being able to get things done, and having problems with her coordination were ongoing. The status of neurological symptoms was improved. The consumer anticipated calling her doctor to make a follow up appointment. No additional information was provided.

Manufacturer narrative:
No trend by product or reason code was identified. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.